Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. "Vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to hemorrhagic stroke. Then on (B)(6) 2016, according to the log file review, the patient had 6 high watt alarms, 7 electrical fault alarms, and 4 vad stop alarms. There was a vad stop alarm while the patient was remained in the hospital and the doctor decided to replaced the controller. The pump restarted immediately and the alarm issues resolved. The driveline could not be evaluated as the patient's condition was unstable at the time. The patient remains stable yet hospitalized and was last reported to be doing fine.

Manufacturer narrative:
This complaint, MFR # 3007042319-2016-02915, was entered as a duplicate from MFR # 3007042319-2016-02898. No additional information will be forthcoming.